Event description:
Reporter stated that he has been wearing the dexcom g6 sensor for over three years. Recently he started having problems with the adhesive on the sensor. He stated the entire area where the sensor is placed is inflamed, itchy and it takes about two weeks for it to heal. He further reported that the sensor supposed to last ten days but because of the itching it barely last three days. Reporter stated that he is allergic to the adhesive on the sensor.